Event description:
It was reported to philips that the heartstart xl defibrillator showed a defib failure cycle power error 80 message while powering on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.